Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device won't read co2 and blood pressure correctly. No patient impact or consequences were reported.

Event description:
The customer reported the device won't read co2 and blood pressure correctly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The capnography module motor does not allow gas flow when nomoline is installed, measurements not obtainable with this error. The capnography module motor powers on but does not allow gas to flow. The motor was replaced and the module functioned as designed. The customer's complaint regarding accuracy was not duplicated. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.